Event description:
During the initial implant of the gore excluder aaa endoprosthesis in 2003, the left hypogastric was intentionally covered and a late type ii endoleak was seen on completion arteriogram. Per the physician the endoleak was most likely due to late lumbar filling, was absent of any attachment site leaks, and the aneurysm was no longer palpable. Approximately two years following, CT noted this patient's aneurysm had grown to 8 cm in diameter from the previous one year postoperative measurement of 7.6 cm. Physician assessment attributes this second growth in part to the original design of the gore excluder bifurcated endoprosthesis and notes the grafts have been redesigned to stop this issue. A secondary procedure was planned, however, the preserved right hypogastric artery was noted to be 80% stenotic with a very small type ii endoleak that was filling very slowly through the right hypogastric artery. Both the original ipsilateral and contralateral leg components were successfullu relined with iliac extender components. Upon completion of the case the right hypogastric artery did fill retrograde and there was no further evidence of the type ii endoleak.